Event description:
"Dissection: on june 4, a patient with a type b aortic dissection underwent tevar. A relay pro stent graft (28-m4-36-145-32u) was implanted centrally from zone 2, and a relay pro stent graft (28-n4-30-104-30u) was implanted distally. On june 9, a CT scan revealed a retrograde type a aortic dissection (rtad). An ascending aorta replacement and brachiocephalic trunk restoration are planned for june 11. Physician's comment on the adverse event: since rtad occurred after the procedure, a causal relationship cannot be ruled out. Medical history: unknown. Operation type: tevar. Blood loss: unknown. Ancillary device used: 28-n4-30-104-30u. Image available upon request. Pre-case plan available upon request. Additional information will be obtained upon request. (Tc# (B)(4))." Patient outcome: "details are unknown, but an ascending aorta replacement and brachiocephalic trunk restoration are planned for june 11."

Manufacturer narrative:
Bolton medical, inc. (D/b/a terumo aortic), herein known as the "company", is submitting this report pursuant to 21 cfr part 803, has made reasonable efforts to obtain complete information, and has provided as much as is available to the company as of the submission date of this report. This report is based on information obtained by the company, which may not have been able to fully investigate or verify prior to the date the report was required by the regulations. This report does not constitute an admission or a conclusion by anyone that the device caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the certain regulations, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.